Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device did not power on and was offline in remote smart service. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had black screen, no lights on in e-drawer. A field service engineer inspected the device and disconnected the pyxibus ribbon cable to isolate the issue, inspected for physical damage, and confirmed the fault by testing drawers individually. The failed drawer controller was replaced, and the station passed the acceptance test, confirming the repair. The system functioned as intended after the field service engineer repaired the device.